Event description:
Reported via patient call center it was reported pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The watchman care team followed up with the patient. The patient reported two (2) days post procedure, the patient had shortness of breath and chest pain. Patient reported calling 911 and went to the emergency room (ER). Patient reported they were diagnosed with pericarditis. Patient has history of chronic inflammation with abnormal labs prior to watchman implant. History also included cerebral vascular accident (cva), neuropathy, and hematuria. Patient was not on blood thinner prior to watchman implant due to the hematuria. In the ER, the patient stated being placed on colchicine for the inflammation. Patient could not tolerate the colchicine due to swelling and neuropathy, so they discontinued it and the patient is now on naproxen. Patient stated they are also on other medications now including plavix and aspirin (asa). Patient stated chest pain and shortness of breath has resolved. The patient stated they will see cardiologist to have post op transesophageal echocardiography (tee). The bsc clinical representative reported that the patient had their 45 day follow up transesophageal echocardiography (tee) on (B)(6) 2025. The results were good. The left atrium (la) was mildly dilated, no leak or thrombus notes. The patient had been diagnosed with pericarditis based on computed tomography (CT), echo and labs done in the ER. Patient had history of chronic inflammation. The patient has been home since the initial event, and all issues have since resolved.